Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and stem sinking into the femur. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced.